Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not shown on pyxis. A technical support specialist (tss) dialed into the station via remote support service and confirmed it was not in disconnected mode, with logs showing transactions. The server was accessed, and health sight viewer showed no communication issues. Synchronization information confirmed recent uploads with no errors. Upon reviewing patient details, duplicate instances of the same visit identifier were identified. An outbound call was made and a voicemail was left, followed by an email advising the customer to re-admit and merge the records. The customer later confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patients were not shown on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.